Event description:
A customer reported via phone call indicating that their insulin pump multiple alarms after inserting new batteries. The customer noticed a low battery I con on their insulin pump, but the customer changed the batteries the pump gave multiple alarms. The patient's blood glucose level was 135 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump had an unexpected restart alarm after the battery was changed due to faulty c13 on I/b. There was no signal to low alarms noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted during visual inspection. The insulin pump passed the displacement test. The units left on status screen matches units left in reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.